Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc was unable to confirm the reported issue, since the item was not returned to olympus. Furthermore, it was confirmed that this single-use electrode was reprocessed and used several times. The customer¿s behavior represents an interference with the safety of the device and may cause infections. The reported issues are most likely attributable to wrong handling by the customer. The customer reprocessed and used this single-use electrode repeatedly. As a result, the loop at the distal end of the electrode may wear out during use and may break, burn or melt. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The IFU states: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that on oct (B)(6) 2022, during surgery, it was found that the root of the resection electrode loop was broken. The wire at the distal end was broken due to repeated use. No fragment fell into the patient. There was no injury or health damage.